Event description:
It was reported a revision surgery was performed due to distal thigh pain. During the revision it was discovered the femoral implant was loose.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).